Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: an empty opened foil, a winding former with six un-dispensed suture of product code v1226, lot # pabctlr0 were returned for analysis. During the visual inspection of the sample, the six sutures present broomed end defect, since the end has become partially unraveled and has a flared appearance. All sutures were dispensed without problems and no defects or fraying were noted along of the strands. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the performance fraying suture intra-op, was a damaged suture (broomed end). H3 device evaluation summary: six unopened samples of product code v1226, lot # pabctlr0 were returned for analysis. This product code is multistrand count and each packet contains six strands. During the visual inspection of six samples, no defects were found on the packets, the samples were opened, and each packet contains six strands. All strands present broomed end defect, since the end has become partially unraveled and has a flared appearance. All sutures were dispensed without problems and no defects or fraying were noted along of the strands. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause of the performance fraying suture intra-op, was damaged suture additional information was requested and the following was obtained: can you explain " it wasn´t possible to steathe the needle"? It wasn´t possible to bring the suture through the needle representative samples returned to support investigation of 6 device issues captured in reports 2210968-2019-85383, 2210968-2019-85384, 2210968-2019-85385, 2210968-2019-86626, 2210968-2019-86628 and 2210968-2019-86629. Analysis results have been included in medwatch reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you explain " it wasn´t possible to steathe the needle"?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was frayed on both ends. It wasn't possible to steathe the needle. There were no adverse patient consequences reported. No additional information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: an unopened sample of product code v1226, lot # pabctlr0 was returned for analysis. This product code is multistrand count and each packet contains six strands. During the visual inspection of the sample, no defects were found on the packet, the sample was opened, and the packet contains six strands. All strands present broomed end defect, since the end has become partially unraveled and has a flared appearance. All sutures were dispensed without problems and no defects or fraying were noted along of the strands. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the performance fraying suture intra-op, was damaged suture (broomed end). Representative samples returned to support investigation of 6 device issues captured in reports 2210968-2019-85383, 2210968-2019-85385, 2210968-2019-86626, 2210968-2019-86628 and 2210968-2019-86629. Analysis results have been included in medwatch reports for each.